Manufacturer narrative:
The device was returned to the manufacturer however, at this time, it has been sent out for sanitization an has not yet been internally evaluated. When an assessment of the affected product is complete a supplemental report with our additional findings will be provided. (B)(4).

Event description:
When priming the circuit the perfusionist noticed a leak at the probe port on the venous side of the oxygenator. She tried to replace the cap thinking that was the issue but the leak persisted; she noticed a small crack in the port where the leak was coming from. They got a new oxygenator and spliced it into the circuit so it could be used.

Manufacturer narrative:
Product was returned and evaluated. The evaluation confirmed the leak was present in the oxygenator port. The cap was not returned for evaluation. The most likely cause was determined to be connection not made correctly. (B)(4).

Event description:
When priming the circuit the perfusionist noticed a leak at the probe port on the venous side of the oxygenator. She tried to replace the cap thinking that was the issue but the leak persisted; she noticed a small crack in the port where the leak was coming from. They got a new oxygenator and spliced it into the circuit so it could be used.